Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue. The device was received with a chipped enclosure and a cracked water tank cover. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The investigation started with a visual inspection then the tank was filled with water, temp check attached, line cord plugged in, and the power switch turned on. The customer's problem could not be duplicated. The pcb board was replaced because it was the old version.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device temperature reading was 40 when it should have been 42. There was no patient injury.